Event description:
A surgeon reported that eight dyas after implantation of an intraocular lens (iol) a pt developed endophthalmitis. The infection was treated and controlled with intraocular antibiotics. The surgeon stated the pt may not have used the postop meds.